Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked; further described as the floor was wet. This was observed after flushing the line in preparation for induction. Fluid dripped into the primed chamber despite all clamps being closed off and fluid ran down the outside of the tubing. The tubing leaked from the base of chamber. When inspected, the tubing broke off from the chamber and was disconnected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code (B)(6). H4: the lot was manufactured from october 21, 2022 - october 22, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing was separated from the drip chamber. Additionally, it was observed that the solvent was not applied uniformly in the tubing; there was a lack of solvent. Dimensional testing was performed and specifications were met. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.